Event description:
Report received from hcp of patient with a "spinal cord infarction near the level of the catheter tip." No mass was found to be present. A follow up medwatch report will be filed when additional information is received.